Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was implanted with a pacing system on (B)(6) 2017. On (B)(6) 2017 during the night, a decrease in the blood pressure and in the blood level oxygenation level was observed. Reportedly, no abnormality was observed in the behavior of the pacemaker. On (B)(6) 2017, the scheduled one-week post implant pacemaker follow-up was postponed because it was suspected that the patient was suffering from an infectious disease. The patient died later that day, after a sudden drop in the blood pressure and cardiac arrest. According to the physician, patient's death was not related to the pacing system, and most likely due to sepsis.